Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) and advised the hp to start over with new supplies. The tsr advised the hp to call the nurse in the next 24 hours and let her know what happened and of any missed therapy. The hp ended therapy. No patient injury or medical intervention was reported.

Event description:
The lay user/patient contacted lifescan alleging the meter has results in the memory from tests that were not performed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.